Event description:
A scrub tech reported that the pt's "eye was nicked" during insertion of an intraocular lens (iol). She reported that it was not a lens issue and the lens was not implanted. The surgeon used another lens with a different size. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/15/2010 and 09/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).